Manufacturer narrative:
12/16/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
Device was used during a skin closure procedure. Needle broke while passing through tissue. No pt injury reported. Surgeon continued the procedure with the same suture.